Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported event of replace generator soon message was confirmed. A review of the ipg logs showed that the first elective replacement indication (eri) was declared on (B)(6) 2024 during a session. This alert will only occur during a session with a clinician programmer or patient controller when the ipg battery voltage is at or below 2.7v +/- 30mv at the time of the session. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps at the time of explant. The root cause of the reported observation was due to the ipg having normal battery depletion.

Event description:
Additional information was obtained, revealing that the ipg was replaced via surgical intervention on 20dec2024. Therapy was restored post op.